Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka)." The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high with trace ketone levels; cause was not known. Reportedly, customer was mixing previously loaded insulin with new insulin. Customer administered a manual injection to address bg level. Replacement supplies were sent to customer to resolve the issue.